Manufacturer narrative:
The reported event of no capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead exhibited loss of capture. A chest x-ray was performed on (B)(6) 2019 and lead dislodgement was observed. The lead was explanted and replaced on (B)(6) 2019. It was noted that the patient was successfully discharged.